Manufacturer narrative:
Product complaint # (B)(4). (01) unavailable, (11) unknown, (10) unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This report is being filed after the review of the following journal article: pyogenic spondylodiscitis of the thoracic spine: outcome of 1-stage posterior versus 2-stage posterior and anterior spinal reconstruction in adults nicolas heinz von der hoeh, anna voelker, alex hofmann, dirk zajonz, ulrich albert spiegl, jan-sven jarvers, christoph-eckhard heyde. The aim of this study was to compare the clinical, radiologic, and functional outcomes of a 1-stage posterior treatment versus a 2-stage posterior-anterior treatment in patients with pyogenic thoracic spondylodiscitis. The following complications were reported as follows: case of screw migration. Screw fractures.